Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the transseptal puncture was unsuccessful with another manufacturers device. Following completion of the ablation procedure, the participant developed an acute change in mental status with acute encephalopathy, including abnormal repetitive rhythmic movements involving all four extremities, a non-verbal state, inability to follow commands, persistent agitation, and altered mental status. This prompted activation of a rapid response and emergent computed tomography imaging of the brain, which showed no evidence of acute stroke or acute intracranial abnormality. A brain magnetic resonance imaging study without contrast was ordered due to ongoing concern for an acute stroke not detected on computed tomography; however, the study was discontinued because the participant was unable to cooperate due to agitation and altered mental status despite and intravenous sedative medication, and telemedicine neurology consultation documented a national institutes of health stroke scale score of 17. During the post-procedural evaluation, mild hyponatremia was identified (serum sodium 131 mmol/l; sodium 133 mmol/l reported) in the setting of peri-procedural intravenous fluid administration and acute delirium, and intravenous fluids were administered with subsequent normalization of sodium levels on repeat testing. During the post-procedure hospitalization, fever was documented with a maximum temperature of 38.4°c, and an infectious/inflammatory evaluation was initiated including blood cultures, urine cultures, white blood cell testing (10.3), extended respiratory viral panel, acute hepatitis panel, thyroid studies (free t4 and tsh), and ammonia level; a portable chest x-ray was ordered but was not completed at that time because the participant was unable to remain still, and intravenous antipyretic was initiated. Laboratory evaluation later showed rhabdomyolysis with creatine phosphokinase 1,522 u/l and associated muscle soreness involving the triceps and quadriceps; supportive care including intravenous fluids was provided and creatine phosphokinase trended down to 1,243 u/l, with mild aspartate aminotransferase elevation noted and no renal failure reported. Laboratory testing also demonstrated anemia with hemoglobin 10.9 g/dl without evidence of active bleeding. Intravenous first and second generation antipsychotic were administered as one-time doses. The event was associated with an extended hospitalization, and the participant¿s mental status gradually improved and returned to baseline prior to discharge, with the events reported as recovered/resolved. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Event description:
Additional information confirmed that the tia and stroke were ruled out after an MRI was able to be performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.